Manufacturer narrative:
The customer was informed that the device will have to come in for bench repair to repair the damage. The customer states they are not going to go forward with the repair right now, and are just going to remove this device from service. At this time, a cause cannot be determined. Upon receipt of new and/or additional information, this complaint record will be reassessed and updated accordingly. The device was removed from service.

Event description:
The customer reported the telemetry device needs a new rear case and the touch screen and speaker are not working. The device was not in use on a patient at the time of event, there was no patient involvement.